Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back from the original placement of the coronary sinus. It was noted that the lead was pacing the atrium rather than the left ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.